Event description:
On (B)(6) 2023, it was reported by a distributor via email that an ar-1317ft nano corkscrew's anchorage head broke halfway through screwing in. The head broke outside the body and no pieces were left inside the patient. This was discovered during a hand surgery on (B)(6) 2023. The procedure was completed by using another anchorage with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received 2/7/2023: all fragments from the screw were retrieved, and the hand procedure was unspecified.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.